Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance. Technical services (ts) was consulted, noting there have been a lot of variation of low-voltage shock impedance with maximum measurement of 125 ohms which triggered an alert. No noise was observed on the rv rate electrogram (egm) from available latitude data. In-clinic troubleshooting to ensure good rv lead performance was recommended. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.